Event description:
During a navigation procedure the tip of the device broke off from the unit. No patient involvement or procedural delays were associated with the event by the initial reporter.

Event description:
During a navigation procedure the tip of the device broke off from the unit. No patient involvement or procedural delays were associated with the event by the initial reporter.